Event description:
It was reported that in central processing, it was noted that snapped wires were observed on the prograsp forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.